Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that maybe 4 years ago a patient entered a magnetic resonance imaging machine and all of the medication in the pump was released into the patient's body. The caller stated that the patient then had to go to the neuro trauma unit and the intensive care unit. The caller was unsure if the pump was a medtronic pump. The caller had no information on the patient's name, healthcare provider, medication, or any specific device information. No further complications have been reported as a result of this event.